Event description:
There was no device failure, malfunction or complaint reported. The pt underwent a successful coronary artery bypass via minimally invasive approach. During preparation for cardiopulmonary bypass (cpb) using co system, the endoaortic clamp guidewire was advanced in the descending aorta, the wire made a sudden u-turn (by fluoroscopy) without any prior resistance. Exam of the descending aorta by transesophageal echocardiography revealed an initmal flap. The femoral catheters were removed and the intended single-vessel CABG was completed without cpb. No intervention for the aortic dissection has been required to date nd there has been no evidence of any clinical sequelae. Serial exams of the aorta by MRI scanning have shown no progression of the dissection. An initial conversation with the surgeon, stated the aortic dissection might have been pre-existing based on the sudden u-turn made by the endoaortic clamp guidewire without prior resistance. Upon further discussion the surgeon stated, based on all of the clinical evidence, it is not clear if the dissection was pre-existing or not.